Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that the closure device was seated too deeply in the laa due to patients tortuous anatomy, which resulted in the closure device perforating the laa. The closure device was implanted. The patient did not express any symptoms until post-procedure while in the recovery room when they became hypotensive and had chest pain. It was discovered that a pericardial effusion occurred. At this time, a pericardiocentesis was performed draining one liter of fluid. No further treatment or other complications were reported. Patient is doing well and has been discharged home.